Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2366700. Model : sc-2366-70. Serial : (B)(6). Lot: 21576572. Product family: scs-linear leads. Upn: m365sc2366700. Model : sc-2366-70. Serial : (B)(6). Lot: 21576572. The returned devices were analyzed and found; the ipg passed all tests performed, and exhibited normal device characteristics. Lead sc-2366-70 sn (B)(6) was cleanly cut, and only the proximal tail with a length of 3.5 centimeters was returned in the associated ipg (implantable pulse generator) port. No anomalies were identified on the proximal end aside from the clean-cut. The damage to the lead is a result of a typical explant procedure, and it is not considered a failure. Lead sc-2366-70 sn (B)(6) was cleanly, and only the proximal tail with a length of 3.5 centimeters was returned in the associated ipg port. No anomalies were identified on the proximal end aside from the clean-cut. The damage to the lead is a result of a typical explant procedure, and it is not considered a failure. Based on a review of all available information, the cause of minimal pain relief could not be determined as the device was found to be properly working.

Event description:
It was reported that the patient experienced minimal pain relief after repeated reviews and device programming had been adjusted multiple times. The patient underwent a system explant procedure, however, during the procedure one lead was damaged upon removal and a short section of the lead with some contacts attached remains implanted in the patient. Post-operatively the patient is stable.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: (B)(4), model : sc-2366-70, serial : (B)(4), lot: 21576572. Product family: scs-linear leads: upn: (B)(4), model : sc-2366-70, serial : (B)(4), lot: 21576572.

Event description:
It was reported that the patient experienced minimal pain relief after repeated reviews and device programming had been adjusted multiple times. The patient underwent a system explant procedure, however, during the procedure one lead was damaged upon removal and a short section of the lead with some contacts attached remains implanted in the patient. Post-operatively the patient is stable.